Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was found to be dislodged. It was noted that a computed tomography (CT) scan had been performed which showed a 2 millimeter (mm) perforation. An echocardiogram was also performed which was noted to have been inconclusive; however, no cardiac tamponade was present. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.